Event description:
A female patient had a fistula repair with recurrent incisional hernia repair. There were at least three prior incisional hernia repairs. The last prior repair used another biologic implant - permacol. This implant had "disintegrated". In 2007, the patient received the surgimend implant. The surgeon noted that the implant was in a difficult environment. The surgimend was left exposed with the intention to use a skin graft to close the wound site within one week. Within one week the surgimend implant also began to "disintegrate". There was no apparent infection a the site although the wound site was "open" and bacteria were present. The patient is still hospitalized while the surgeon waits for the wound site to epithelialize over the abdominal viscera at which time a skin graft will be placed over the wound to close the wound.

Manufacturer narrative:
A review of the manufacturing and quality records for this product lot showed everything to be normal and acceptable. The product was used to repair a wound where previous biological implants had been used and failed in a similar manner. The wound was open and it is likely that bacteria was present. The surgimend instructions for use states that, "surgimend should be used with caution in surgical locations where an infection exists or is suspected. Collagen-based implants may be susceptible to degradation by enzymes produced by bacteria." We believe that bacteria present at the open wound site contributed to the product failure.